Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: brand name: medical device type: fpa. Common device name: intravascular administration set. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 different nurses during use with bd vacutainer® push button blood collection set experience blood leakage at tubing when needle is retracted. There was no user impact, and no report of patient impact. The following information was provided by the initial reporter: customer stated, 2 of their nurses have had an issue this week while using the bd push button 23g blood collection set, ref#: (B)(4). When the needle is retracted via the push button, after use, blood escapes out of the tubing. No staff exposure.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-02-07 h.6. Investigation summary: bd received [18] samples and [1] photo for review and evaluation. The customer photo shows product packaging but does not show the reported defect. Therefore, this complaint cannot be confirmed based on the customer photo provided. Additionally, the 18 customer samples were subjected to a draw test to assess functionality of the device. All samples passed testing with no evidence of tubing leakage or defects during or after the draw. Therefore, this complaint cannot be confirmed based on customer sample testing results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of blood leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 2 different nurses during use with bd vacutainer® push button blood collection set experience blood leakage at tubing when needle is retracted. There was no user impact, and no report of patient impact. The following information was provided by the initial reporter: customer stated, 2 of their nurses have had an issue this week while using the bd push button 23g blood collection set, (B)(4). When the needle is retracted via the push button, after use, blood escapes out of the tubing. No staff exposure.